Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
The veptr adapter broke postoperatively after pt reportedly suffered a fall from a bicycle. Review of the images revealed a broken veptr adapter. The veptr adapter was in place to connect a veptr 1 rib construct with a veptr 2 distal extension. The adapter appeared to have broken at the rod clamp connection, where the adapter connects with the rod portion of the veptr 2 distal extension. The surgeon removed the broken veptr adapter and replaced with another. Surgeon used the procedure as an opportunity to lengthen the device a few days ahead of a scheduled (B) (6) 2010 lengthening.